Manufacturer narrative:
(B)(4)

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault with rotation. In a separate visit the lens was removed and on the same day different surgery a replacement lens of a longer length lens was implanted. The replacement lens resolved the problem. Per medical review this complaint is deemed serious; device causality is unknown. D4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only" . Claim# (B)(4).